Event description:
It was reported that during use on a patient, "the staples deploy but don't close". The patient's current status is "unknown".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box and one malformed staple for investigation. Visual examination of the returned sample revealed that the stapler was returned with 18 staples remaining in the cover block, indicating that least 17 staple was fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was observed on the sample. Misaligned and defective staples were observed in the cover block. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon functional inspection, the first three staples properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. Fourteen staples were able to engage and close into the simulated skin pad without reopening, and one staple was malformed into the simulated skin pad. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool of the returned sample. No other defects or anomalies were observed with t he device. Actions to address this issue of visistat 35w staplers failing to function properly due to defective staples were established as part of a non conformance. The sample was manufactured prior to these actions on 05-sep-2022. The tecate manufacturing site was contacted as part of this investigation. It was confirmed that the presence of defective staples in the cover block is the probable root cause of this complaint. Per DHR the product visistat 35w 6/box lot # 73j2200175 was manufactured on 09/05/2022 a total of (B)(4) pieces. Lot was released on 09/21/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The complaint of misfire/jam-staples not forming/closing was confirmed based upon the sample received. Upon visual inspection, defective and misaligned staples in the cover block were observed. Upon functional inspection, 17 staples fired properly, and one staple malformed into the skin pad. The tecate manufacturing site was contacted as part of this investigation. It was confirmed that the presence of defective staples in the cover block is the probable root cause of this complaint. Actions to address this issue of visistat 35w staplers failing to function properly due to defective staples were established as part of the nc, which was closed on 31-aug-2023. The sample was manufactured prior to these actions on 05-sep-2023. Teleflex will cont inue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.